Event description:
It was reported that there was low impedance measurements discovered on the deep brain stimulation (dbs) lead post lead implantation procedure. The patient was experiencing ataxia which is gait disturbances. The patient was admitted to the hospital. While in the hospital a computed tomography (CT) scan, and x-ray imaging was performed and confirmed unilateral 3.5 cm edema surrounding the right brain lead. The patient was discharged from the hospital and is recovering.

Manufacturer narrative:
Correction to field h6 device codes - added ar-d code of 2354 stimulation inadequate.

Event description:
It was reported that there was low impedance measurements discovered on the deep brain stimulation (dbs) lead post lead implantation procedure. The patient was experiencing ataxia which is gait disturbances. The patient was admitted to the hospital. While in the hospital a computed tomography (CT) scan, and x-ray imaging was performed and confirmed unilateral 3.5 cm edema surrounding the right brain lead. The patient was discharged from the hospital and is recovering.